Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. The surgery was performed without any complications. According to the complainant, the patient experienced pain, pelvic pain, infection. Bleeding, incontinence and dyspareunia. On (B)(6) 2010 she underwent corrective surgery. However, she still experienced incontinence issues including the inability to fully empty her bladder, infection, pelvic pain and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.